Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump displayed a persistent low-pressure alarm. A different patient circuit was used, but the alarm continued.

Manufacturer narrative:
D9 - product received date 12/15/2025. H3/h6 - test data one device was received for evaluation for the complaint that the pump displayed a persistent low-pressure alarm. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was confirmed and replaced main alarm cable harness. The probable cause was a severed wire between pcb and cycle pressure switch. The device is now performing as designed and passed all performance verification testing.